Manufacturer narrative:
A full review of the device history record has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the device has not met the final release criteria. The use of a converter in the common iliac artery is off label as the converter device is designed to convert from a bifurcated to a uni-iliac approach in case of access failure. In this case the converter device has been used in a non-standard application as an extension piece. Intervention has resolved the type I endoleak.

Event description:
Re-intervention was completed on the (B)(6) 2014 for a type 1 endoleak. The patient was initially treated on (B)(6) 2014 for an ectatic left common iliac artery. A convertor and contralateral leg were implanted into the left cia and the aim was to cover the left internal iliac artery. There was no leak seen on the day of implant but a leak was discovered on the 6 week follow up scan. Investigation identified that the original hbc was deployed too low in the distal section of the left common iliac artery not fully covering the ostium of the left internal iliac artery. During re-intervention clinician deployed another hbc more proximally to provide further coverage. The final runs showed resolution of the endoleak.